Event description:
(B)(4) is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We will submit a follow up when additional information is available. The end-user walked into the motionless device on the jetway. She gauged her leg about 6 inches long. An ambulance came to take her to the ER. The ER doctor was unable to completely sew up the injury. He gave her 4 stitches and instructed her not to get it wet. She was sent to a wound care specialist who added additional stitches to the wound. He defined the injury as an avulsion laceration. Antibiotics were prescribed to prevent infection.